Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4) to submit this event. Problem: the pt was having an x-ray procedure. During the procedure, the customer was unable to move the x-ray system's stand. The system was then rebooted to correct the stand positioning. However after the reboot, the system was now unable to generate x-rays and still could not move the stand.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA